Event description:
Reportedly, during an ICD replacement procedures, it was observed an open continuity with the (rv)df-1(-) port when connecting the already implanted patch electrode to the ICD involved in this MDR report. There was no problem with the pacing lead which was verified with the psa and there was no problem with the (svc)df-1(+) patch electrode connected to the corresponding port. Following attempt to reconnect the (rv)df-1(-) patch electrode revealed that it was not possible to push completely the electrode pin in the port. The device involved in this MDR report was finally not implanted and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.